Event description:
On (B)(6)-2012 four (4) hours into ecls support the quadrox-ID adult began demonstrating a significant blood to fiber leak with persistent blood leak. The oxygenator was changed out due to persistent leaking. The gas transfer of the oxygenator was not compromised. The device was quarantined and the hosp is requested a "biohazard kit" be sent to the hosp to collect the device.

Manufacturer narrative:
The returned oxygenator was returned to the mfg facility in (B)(4). Physical testing of the product was performed and a leak was found at the gas exhaust. Further examination revealed that the leak was caused by shrinking fibers in the potting area of the oxygenator, which allowed blood to flow out of the gas exhaust. Mfg records were reviewed for any issues or deviations that could have caused this event. No issues or abnormalities were found. The development team is working with the supplier of the fibers in order to improve the mfg process of this unit, and prevent any issues from occurring in the future. Additionally, all units are 100% tightness tested to identify any leaks prior to shipping. A review of the device history does not indicate any lot specific issues. (B)(4).